Manufacturer narrative:
Correction to field e1: initial reporter title. Correction to field e1: initial reporter first name. Correction to field e1: initial reporter last name. Correction to field e1: initial reporter facility name. Correction to field e1: initial reporter address 1. Correction to field e1: initial reporter city. Correction to field e1: initial reporter state. Correction to field e1: initial reporter country. Correction to field e1: initial reporter zip/post code. Correction to field e1: initial reporter phone. Correction to field e1: initial reporter fax. Correction to field e2: health professional? Correction to field e3: occupation. Correction to field e3: occupation (other). Correction to field g2: report source.

Event description:
It was reported that the caller wanted a review of reports for this pacemaker as there were concerns of undersensing and cardiac arrest. Technical services (ts) reviewed the reports and noted that there was undersensing on the ventricular channel in one episode. Also, there was undersensing on the atrial channel in another episode. Ts confirmed that there was cardiac arrest, however, it is not device related. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the caller wanted a review of reports for this pacemaker as there were concerns of undersensing and cardiac arrest. Technical services (ts) reviewed the reports and noted that there was undersensing on the ventricular channel in one episode. Also, there was undersensing on the atrial channel in another episode. Ts confirmed that there was cardiac arrest, however, it is not device related. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.